Event description:
The account alleges that a catheter tip likely detached within a patient during a scheduled right leg angiogram/possible angioplasty on (B)(6) 2024. During this procedure, the physician attempted to access via the right femoral artery however, it was noted that the patient had severe calcification within the right common femoral artery [cfa], superficial femoral artery [sfa], and the right external iliac artery [eia]. The physician then acquired secondary retrograde left femoral artery access with 6fx45cm sheath for extra support. The clinician was successful in advancing both the .035 glidewire and 5f catheter under fluoroscopy during the right ilio-femoral artery crossover- technique to acquire access to the targeted right femoral artery. The procedure was successfully completed at this time without the attending medical staff noticing the accidental iatrogenic foreign body [ifb] introduction. The angiogram and angioplasty were successfully performed on the patient's right eia, and right sfa. The patient underwent a secondary femoral artery endarterectomy procedure on (B)(6) 2024. The attending medical staff noted the iatrogenic foreign body [ifb] that was inadvertently left within the patient was identified when reviewing post-procedure images of the procedure that occurred on (B)(6) 2024. The physician successfully externalized the ifb from the patient's right femoral artery via a surgical cut-down technique thus liberating the vessel. The patient tolerated the procedure well with no additional patient consequences to report.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A lot number was reported, and a review of the manufacturing history record is in progress. A supplemental report will be submitted once the evaluation is complete.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed, and the root cause is attributed to a weak fuse joint related to the manufacturing process. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.